Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2.

Event description:
It was reported that the patient's blood glucose levels rose over 25 mmol/l (450 mg/dl) while wearing the pod between 5 to 24 hours. When the pod was removed from the infusion site (abdomen) the cannula had retracted, indicating a needle mechanism failure.